Manufacturer narrative:
(B)(4). Concomitant medical device(s):- nexgen stemmed lcck precoat tibial component, item # 00598005702, lot # 61731003. Nexgen all standard poly patella size 35mm, item # 00597206535, lot # 61852895. Nexgen headed screw 48mm, item # 00579104100, lot # 61792614. Nexgen articular surface size gh 12mm, item # 00596405012, lot 61406114. Nexgen lps-flex patient specific pin guide, item # 00597000002, lot # unknown. The lot number reported 11.043234 is not valid for the nexgen lps-flex patient specific pin guide . Foreign source- (b)(6. PMA 510(k): this device is cleared or distributed in the united states under PMA number p060037. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the device being discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Mulitiple MDR reports were filed for this event, please see associated reports:0002648920-2017-00386.

Event description:
It was reported following a knee arthroplasty, the patient was revised due to aseptic loosening of the tibia and femoral components. Surgeon noted cement failure as poor cement interdigitation into the bone and no cement left on the femoral component. Additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event could not be confirmed based on limited information received. No product was returned; therefore, the visual and dimensional evaluations could not be performed. Device history record  (DHR) was reviewed and no discrepancies relevant to the reported event were found. The reported components were reviewed for compatibility with no issues noted. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.